Event description:
Caller alleged imprecision with two inratio meters. Results as follows: date: (B)(6) 2011, meter#1: 4.8, meter#2: 3.2. Date: (B)(6) 2011, meter #1: 5.2, meter #2: 3.8.

Manufacturer narrative:
Investigation pending.